Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report that the system was "throwing errors". Onsite logs reflected errors on universal surgical manipulator (usm)1 stuck presence pin. Tse recommended the cta exercise the presence pins. The procedure outcome was unknown. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal unit controller card (ucc) to resolve the issue. The system was tested and verified as ready for use. Isi has received the ucc and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The system event logs were reviewed and error 25750 was found, indicating an error with the usm instrument/sterile adapter presence sensing state machine. Upon visual inspection, no issues were found that would be related to the reported event. The uccc was installed, programmed, and tested. The system ran twelve power cycles with no issue on startup. There were no errors or failures triggered. The ucc remained on the system for over four hours idling in normal mode with no uses. Testing was performed to engagement instruments and sterile adapters on all four usms several times with no issues. The complaint was confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of product found no functional issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.